Manufacturer narrative:
Concomitant medical product: d224trk ICD implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device follow up, the patient reported that alert tones had been going off. Interrogation showed that the left ventricular (lv) tip to right ventricular (rv) coil exhibited high pacing impedances. It was also noted that the lv lead was at times capturing intermittently and sometimes not capturing at all even at the highest output. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.